Event description:
The surgeon reported that the he attempted to implant a tritanium cluster shell with an alumina insert and that the liner didn't lock in. The case was completed using a standard trident shell. There were a few minutes delay while different devices were opened.

Manufacturer narrative:
An event regarding a size/fit issue involving a trident shell & trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection of the returned device noted nothing remarkable. Dimensional inspection: a dimensional inspection on the returned device concluded that all dimensions are within tolerance. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined. The returned device was found to be dimensionally compliant. If additional information becomes available, this investigation will be reopened.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the he attempted to implant a tritanium cluster shell with an alumina insert and that the liner didn't lock in. The case was completed using a standard trident shell. There were a few minutes delay while different devices were opened.